Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer¿s electrician observed a smoke, spark and received a mild shocked when the non-abbott ups came into contact with the architect i1000sr processing module. The electrician stated that when measuring the voltage on the ups cover it had a 40 volt electrical potential difference in it¿s cabinet. The electrician was repairing the outlet on the wall that powers the ups, when the electrician moved the ups and the ups collided with the architect i1000sr, at that moment there was a small electrical spark and within a second, he was shocked at that time. The electrician did not seek any medical attention due to the mild electric shock. There was no impact to patient management or facility damage reported.

Manufacturer narrative:
Health effect impact code: example: f26. Component code: example: g03001. D8: was this device serviced by a third party? Example: no. The field service representative (fsr) performed troubleshooting and determined the non-abbott ups showed a difference of electrical potential of 40 volts in-between in the ups casing. Service retightened the cables and confirmed that the covers were not leaning against the electrical parts of the instrument, resolved the issue. No fire was seen nor any damage to the instrument. A review of service history for the architect i1000sr, serial number (B)(6), revealed no additional issues of visible sparks and smoke on or around the date of this complaint. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The visible sparks and smoke were limited to the non-abbott ups connected to the architect i1000sr; the damage did not spread to other parts of the instrument. A review of historical data for the architect i1000sr did not identify any trends with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Updated on: h4 device manufacturing date: 9/24/2010(correct) from d4 device expiration date: 09/24/2010(incorrect). Correction on : health effect impact code: f27 from health effect impact code: example: f26. Component code: g03001 from component code: example: g03001. D8: was this device serviced by a third party?: no from was this device serviced by a third party? Example: no.